Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was using an unknown large distractor on a tibia. When he attempted to loosen the wing screw on holding sleeve, the wing screw broke off while still tightening onto the schanz screw. The surgeon took apart the distractor and twisted the holding sleeve which was incarcerated onto the schanz pin to get the schanz pin out. The surgery was successfully completed with no delay. There was no patient consequences. No more information is available at this time. Concomitant device reported: unk - schanz screws (part# unknown; lot# unknown; quantity: 1). Unk - distractor instruments (part# unknown; lot# unknown; quantity: 1). This report is for one (1) holding sleeve 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a manufacturing related potential cause was not suspected. Therefore, per franchise, complaint product investigation procedure, no manufacturing record evaluation is required. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed, that the holdsleeve w/wingscr l105 I-ø had the wing screw broken from the shaft, one of the fragments remained on the insertion hole of the device and the other fragment is not visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, for the holdsleeve w/wingscr l105 I-ø. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence, the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.